Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Perioperative myocardial injury was reported on the same day. The event is reported to be related to myocardial infarction of an unknown vessel. Patient not recovered. The mi occurred post index procedure. The investigator and sponsor assessed the event as possibly related to the index device and unlikely related to the anti-platelet medication.